Event description:
It was reported that the anesthesia workstation generated technical error codes indicating safety valve open and airway pressure sensor error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation generated technical error codes indicating safety valve open and airway pressure sensor error. The flow-I was investigated on-site. The reported failure was reproduced. Sco failed in the pressure transducer test and the technical error for safety valve open was generated. It was found that the inspiratory pressure transducer pcb was the cause of the fault and it was replaced. The inspiratory pressure transducer pcb was returned for investigation and the system device logs were received for evaluation. Visual inspection revealed no deviations. The pressure transducer pcb was installed in a test system and tested. Several system checkouts were performed and passed all times without deviations. Test in ventilation mode was performed without any deviations confirmed. The reported failure could not be reproduced. Test log shows that the sco before the event was successful (the result was ¿not performed¿ due to that the vaporizer 2 test was not performed but all other sub tests were successful). The sco performed after the event failed the pressure transducer test. The pressure transducer test failed due to the measured zero pressure offset value for the inspiratory pressure transducer was measured too low (0 volt). The test failed several times. The log also shows that the inspiratory pressure transducer pcb was moved to the fresh gas pressure transducer pcb position and that the test failed in the same way. It can further be noticed that the pressure transducer test also was successful in between the faulty tests which indicates that the inspiratory pressure transducer pcb failure was intermittent. The technical log shows that technical error code for airway pressure sensor was generated on one occasion and technical error code for safety valve open was generated several times. The event log shows that the treatment was started at 09:34. At 09:37, 3 minutes after start, alarms for negative airway pressure were generated and also the technical error code for airway pressure sensor. Alarms for negative airway pressure continued to be generated and at 09:41, 7 minutes after start, the technical error code for safety valve open was generated and the system was set to standby. The system was shutdown and re-started and the technical error code for safety valve open was generated again at startup. The system was shutdown and re-started several times and the technical error code for safety valve open was generated every time at startup except for on one occasion. The alarm for negative airway pressure is generated since the measured pressure by the pressure transducer pcb is false too low. The measured negative pressure will trigger the technical error code for safety valve open. Our conclusion is that the cause of the reported failure was the replaced and returned inspiratory pressure transducer pcb. Since the reported failure could not be reproduced with the returned pcb, the root cause of this failure has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 11/19/2015. Corrected manufacture date: 03/24/2017. Previous usage of device: unknown. Corrected usage of device: reuse.